Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine, 1 mg/ml concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that actual reservoir volume (arv) was greater than expected reservoir volume (erv): arv- 40 ml and erv- 3.4 ml. The patient's pump had been flipping since implant (B)(6) 2017. Six weeks ago the patient got a pocket revision to secure the pump. No symptom was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via manufacturer representative. It was reported that the patient may have an occluded catheter from the flipped pump. The last refill was (B)(6) 2018. A catheter study would possibly be done. The patient had a refill done and would be brought back to see if the volume decreased after 2 weeks of dosing. Resolution of the issue was unknown. The morphine dose was 0.3 mg/day. Surgical intervention did not occur, and it was unknown whether it was planned. The patient status was 'alive - no injury.' No further complications were reported.